Event description:
It was reported that a patient received a burn to their arm. Due to the size of the patient, adequate foam pads were not supplied. The patient received medical treatment and a skin flap repair.

Manufacturer narrative:
Patient identifier not provided by reporter after multiple attempts to obtain the information (on (B)(4) 2015 via (B)(4)). Ge healthcare's investigation indicates that the incident appears to be the result of contact between the patient's arm and the inside surface of the patient bore due to inadequate padding. The patient's size did not allow for adequate padding. The available information did not indicate there were any system related issues that may have contributed to the incident. There is no evidence that the mr system malfunctioned. No further actions are planned at this time.

Manufacturer narrative:
Patient identifier currently not available. Date of event currently not available. The initial reporter is located outside the u.s., and therefore initial reporter information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.